Event description:
It was reported that cover glass is missing. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during technical inspection of the returned device the following defects were detected: · customer complaint noted · blade damaged · adhesive joints on camera head worn · leaking · housing damaged · cover damaged · plug damaged · software version is up to date · processing at temperatures above device specification (temperature indicator has responded), therefore the electronics and all bonded components must be replaced all production-related quality tests were passed, and no non-conformities were found in the manufacturing records of the devices. The device passed quality control at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described defect is the wear of the adhesive at the tip of the c-mac blade, which was caused by the reprocessing because the temperatures were above the device specification (temperature indicator activated). The wear of the adhesive caused the flat glass to fall out. For this reason, it can be assumed that an operating error led to wear and tear on the adhesive and thus to the failure of the cover glass. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation on may 9,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).